Event description:
Information was received that the balloon of a smiths medical tracheostomy is asymmetrical. No adverse effects reported.

Manufacturer narrative:
Investigation completed on a smiths medical tracheostomy/silicone - bivona tubes adult tts . The device was received without its original package with l /n 670170 l/n 3790090. During visual inspection at 12 inches no abnormalities could be identified. Testing was done to inflate cuff and device passed and the cuff symmetry did not exceed the 60:40 ratio for tts cuff. The complaint is not confirmed. DHR was reviewed on manufacture and device passed 100% during the inspection of 32. The quality engineer was notified on 18/may/2020 of complaint. No root cause as no fault found.

Event description:
Investigation completed on a smiths medical tracheostomy/silicone - bivona tubes adult tts . Summarized in h -10.